Manufacturer narrative:
Iexc202055 stent graft implanted: (b(6) 2006, iexc162085 stent graft implanted: (B)(6) 2006, bfxc2615135 stent graft implanted: (B)(6) 2006, ilxc1616115 stent graft implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.